Manufacturer narrative:
The device was returned for evaluation. Visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces are plastically deformed. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a two-level lumbar spine procedure using a posterior approach. Reportedly, the hex head of the screwdriver tip broke while inserting the pedicle screw. The tip of the driver was removed from the head of the screw and no patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.